Event description:
During clinical use, this microcatheter (mc) was used for placement of gdc 10 coils within an aneurysm. After the detachment of the first coil, the second coil could not be delivered. There were no reported patient complication.